Manufacturer narrative:
Evaluation: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. No product was returned to assist in this investigation. Our evaluation indicated that the event was caused by anatomical changes in the patient over time.

Event description:
Initial implantation of tri-fab system in 2005, led to aneurysm shrinkage causing the implanted graft to "remodel" itself within the repaired vessels. Subsequently, the contralateral iliac leg extension repositioned itself which exposed a considerable amount of the common iliac artery. Two factors became evident; one, the size of the iliac artery was fairly large; and two, a large "gap" existed between the distal end of the iliac leg extension and the hypogastric artery origin. After placing an iliac leg extension and confirming by an angiographic radiograph, the physician felt additional coverage was needed to get closer to the hypo origin. Because an additional iliac leg extension was not available, the physician decided to extend further with a main body extension. Following a final angiographic radiograph, the physician was satisfied with the additional coverage.